Manufacturer narrative:
The certas valve was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
5 of 5 reports (different patients, different certas valves, same facility). Other mfg report numbers: 3013886523-2023-00147. 3013886523-2023-00148. 3013886523-2023-00149. 3013886523-2023-00150. A facility reported a certas plus (unknown ID) was implanted on (B)(6) 2023. The valve would not reprogram and had no flow. Therefore, it was removed on (B)(6), 2023 which resolved the issue.